Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the linear scratched image was traced to damage on charged coupled device (ccd) unit. However, the most probable cause of the foreign objects in air-water cylinder and tube could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects in air-water cylinder and tube, and the image had linear scratches. There was no patient involvement.